Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -8.0/3.0/85 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem.

Manufacturer narrative:
(B)(4).